Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought to emergency complaining of chest pain. As cag showed a lesion with 99% occlusion in the 1st diag (it was within #9 near bifurcation, close to #6) .the lesion was pre-dilated and a resolute integrity (rx) drug eluting stent implanted as treatment with 0% stenosis post procedure and good dilatation of the stent. Due to a diagnosis of unstable angina pectoris with no increase in ck, oral administration of bayaspirin and plavix was started,and the patient was discharged. A follow-up cag 8 months post index procedure indicated no issues, plavix was stopped and only bayaspirin was continued. Sixteen months post index procedure, the patient had a positive result in a fecal occult blood test as a part of regular checkup. The primary care doctor decided to discontinue bayaspirin. Three days later, the patient experienced sudden chest pain and was urgently transported to the (B)(6) hospital. An emergency cag indicated total occlusion in the resolute integrity in the 1st diag. Suspecting in-stent thrombosis in the 1st diag, thrombus aspiration was performed and red thrombus was aspirated. Angiography showed that reperfusion was achieved. In-stent condition was evaluated by ivus, which showed no obvious findings such as restenosis or plaque rupture although mild intimal thickening was observed in the stent. Patient reported to be in remission.